Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The reported lot number was not considered since its manufacturer date is after the placement date reported by the dentist. Therefore, the information about lot number was not considered. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist.

Event description:
(B)(4) - the dentist reported that, 1 year after the dental implant was installed in intraoral region #11, its non-osseointegration was observed. No further information was provided.